Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found no telemetry when interrogated with or without load. The failure was noted after replacing the battery. This was caused by a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Event description:
It was reported that the pulse generator interrogated initially and measured data was 2.78 v, 9 ua, less than 1 kohm with an estimated remaining longevity of 8-10 years. After- wards, the message -please locate device- was displayed. Post download, device interrogation was intermittent before communication with the device was lost.

Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Medical records were received. According to the medical records, the pt had a posterior vitreal detachment (pre-existing). Postoperatively, the pt had a sudden onset of seeing a floater that looked like a thread of yarn and moved with eye movement. The surgeon stated the floater had been noted previously, but felt the patient was just now seeing it because his cataract had been removed. At the time of the examination for the patient's report of the floater, an epiretinal membrane was noted. The surgeon was unwilling to complete the questionaire. There are thirty nine medical reports associated with these events. This report is twenty eight of thirty nine.